Event description:
Pt had 2 stents put in arteries in 04 during an angioplasty procedure. The stents were boston scientific express2 -bare metal- coronary stent systems. Reporter's concern is that there was a class 1 recall of this stent system in july 2004. Boston scientific will not confirm with reporter if these were the recalled stents or if these stents were shipped after the july date which would make these not subject to recall. Pt has had major complications to date. A blood clot in stent caused a major heart attack in 6 days later and there continues to be recovery problems after stents were put in. Pt is still in hospitalization with breathing difficulties and some pain. A concerned family member wants to make sure this incident is reported and also would like some peace of mind that these stents which reporter has the lot# and ref# from each box the stents were in were not the recalled stents so that the dr and hosp can pull them from shelf if so. The exp dates of the stents were not avail to reporter. Reporter just put in a date to accept date.